Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had broken light guide fibers. The issue was found during inspection of device before use. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6, h11 the device was scrapped. There are no detailed inspection results available but the customer allegation is considered plausible. Therefore, the complaint is confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.